Manufacturer narrative:
Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: pseudotumor, metallosis with reported chromium levels, no other complications noted. The additional information does not change the outcome of the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent left hip revision surgery 12 years post implantation due to metallosis, elevated metal ions and pseudotumor. Head and shell were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. Concomitant products: part # unknown / unknown shell/ lot # unknown. Part #unknown / unknown stem/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 -01547, 0001825034 -2021 -01550.

Event description:
It was reported a patient underwent an initial bilateral total hip arthroplasty approximately 12 years ago. Subsequently, the patient is being considered for revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp) findings: 'pending revision.' Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.